Event description:
It was reported that on (B)(6) 2008, patient underwent a t7-t8 posterior spinal fusion with instrumentation, the augmentation of posterior spinal fusion with local bone graft, and the right t7-t8 laminotomy, foraminotomy, and discectomy. On (B)(6) 2008, patient underwent a c4-c5 posterior cervical fusion, the right c5-c6 foraminotomy, and the augmentation of posterior cervical fusion with rhbmp-2/acs and local bone graft. On (B)(6) 2009, patient underwent a t3-t4 and t5-t6 laminectorny foraminotomy and discectorny, the t3-t4 and t5-t6 anterior spinal fusion with placement of local bone graft, and the posterior spinal fusion at t3-t8 with rhbmp-2/acs and local bone graft. Postoperatively, patient now suffers from injuries including chronic pain syndrome, back pain, neck pain, arm pain, shoulder pain, numbness and tingling, anxiety, and narcotic dependence from prescribed painkillers.

Event description:
It was reported that the patient underwent c5/6 foraminotomy and right c4/5 posterior cervical fusion using rhbmp-2/acs (2 mg) and local bone graft. "Preoperative imaging was consistent with some impingement as well as foraminal stenosis on the right side. The patient had a possible pseudoarthrosis at c4/5". Operative findings included stenosis at c5/6. The patient was transferred to recovery in good condition. Reportedly, the patient has sustained injuries post-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with right t6 radiculopathy, pseudo arthrosis c4-c5 and underwent the following procedures: microscope assisted right c5-c6 foraminotomy, right c4- c5 posterior cervical fusion and augmentation of posterior cervical fusion with bone morphogenic protein and local bone graft. As per op-notes,¿ after this, we then repositioned the tubular retractor system to the c4-c5 facet joints. The facet joint was identified, and am 8 bur was then utilized to decorticate the facet and remove the bone. As well, some local bone was then packed into the area and 2 mg of bone morphogenic protein- 2 was then placed into the defect. This was to provide a dorsal fusion. With this completed, we then removed the tubular retractor system and the microscope, and closed the deep fascia with a single interrupted figure-of-eight #1 vicryl suture. The subcutaneous tissue was closed with interrupted 2-0 vicryl sutures, and monocryl, some dermabond and a dressing were then placed over the wounds.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.